Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the 7.1 software would not load and install after being inserted into the dell handheld. The flashcard was returned for analysis.